Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to infection. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.